Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding patients. It was reported that four infections occurred with on-label use of spinal cord stimulation (scs) therapy. No further complications were reported or anticipated. Indication for use is unknown.